Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the microscope head was loose as the break is not locking, and the camera is loosing communication. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and found excessive movement. To resolve this issue, the screws inside were tightened. The company service representative also identified that upper brake cable assembly (upper clutch) was nonconforming. The company service representative replaced it to resolve the braking issue in the articulating arm. Loctite was also applied to the bolts to secure the clutch. The system was then tested and met all product specifications. Servicing for the customer¿s camera was not performed, and there have been no further reported issues of video quality after servicing. The microscope stand was manufactured on november 29, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to loose screws, and a nonconforming upper clutch. The manufacturer internal reference number is: (B)(4).